Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units second battery is not charging, as well leak issue in the helium line.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation was finalized on: 03/30/2024 a getinge field service engineer (fse) stated that battery slot 2 has an intermittent connection. Fse replaced helium pressure regulator, o-ring buna-n, battery connector board , safety disk drive, while testing the high pressure line connector hollow screw broke in half. Parts are on order for repair. Fse replaced power supply assembly (d997-00-1180) in the cart, still not charging, ordering another power management board. Possible out of box failure of board. On 03-07-23 tried another power management board to troubleshoot. This didn¿t solve the issue. Escalated the issue through team and management. Ordered more parts. Fse then replaced the cart to back plane cable assembly, this did not solve the issue. Contacted escalation team about issue. Fse replaced back plane) and ac to back plane board. Functional testing passed. Fse also replaced multiple helium tubing assembly, union high pressure, fitting valve, special seal and executive processor. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. This is a 12 part complaint, all parts were tested together ( as log the part not damage or outdated ) and then individually. 1- the failure analysis and testing department received a safety disk and performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2. Helium leak¿. Retaining the safety disk in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 2- the failure analysis and testing department received a pressure regulator and performed visual inspection of the pressure regulator per the cardiosave service manual part number and found no visual damage and the part looks to be in fair condition. Installed the pressure regulator into the cardiosave test fixture, performed and tested in accordance with the cardiosave service manual part number, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿not charging battery in slot 2/helium leak¿ (drop more than 20 psi in the 5 minutes). The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure . The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. 3- the failure analysis and testing department received and inspect a helium tubing assy helium and observed a pinch/cut in the tubing connector (see pictures). No further test can be done due to the pinch/cut connector helium leakage. Retaining the helium tubing assy helium in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. 4- the failure analysis and testing department received a tubing assembly helium multiple, performed visual inspection of the tubing assembly helium multiple per the cardiosave service manual and found no visual damage and the part is seen in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with the service manual part number, in an attempt to recreate the reported problem. Found that all functions were normal. The test (10 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the tubing assembly helium multiple in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 5- the failure analysis and testing department inspect a power supply and observed that the power supply is old version and cannot be tested and also not compatible with the iabp¿s in the lab (see pictures). No further test can be done. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the power supply in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. 6- the failure analysis and testing department received a pcba pwr slot interface and performed visual inspection of pcba pwr slot interface per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Sending the pcba pwr slot interface to the supplier for failure analysis as per sopo. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 7- the failure analysis and testing department received an ac power from cart to back plane and performed visual inspection of the ac power from cart to back plane per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the ac power from cart to back plane in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 8- the failure analysis and testing department received a fitting quick disconnect valve and performed visual inspection of the fitting quick disconnect valve per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the fitting quick disconnect valve in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 9- the failure analysis and testing department received a high pressure union and performed visual inspection of the high pressure union per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the high pressure union in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 10- the failure analysis and testing department received a power management board and performed visual inspection of the power management board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested the system (45 minutes) in accordance with procedure number and the cardiosave service manual in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 11- the failure analysis and testing department received an executive processor board and performed visual inspection of executive processor board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture, performed and tested in accordance with procedure and the cardiosave service manual in an attempt to recreate the reported problem. Found that all functions were normal. The tests (2 hours) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. The executive processor board will not be going to supplier. As the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the executive processor board in the failure analysis and testing department per procedure. The final investigation has been completed. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. 12- the failure analysis and testing department received an executive processor board and performed visual inspection of executive processor board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing. Performed and tested in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (2 hours) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the executive processor board to the supplier per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units second battery is not charging, as well leak issue in the helium line. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code, component code, investigation conclusions), h10. Additional contact info: (B)(6)). A getinge field service engineer (fse) evaluated the unit and confirmed battery slot 2 has an intermittent connection and a helium leak due to the he regulator, power management board, executive board, pcba power slot interface and disk. Fse replaced the he regulator, o- ring, battery connector board, and safety disk while testing the high-pressure line connector hollow screw broke in half. Fse replaced the power supply in the cart, but it is still not charging. Power management board out-of-box failure. Fse tried another power management board to troubleshoot. This didn¿t solve the issue. Escalated the issue through our team and management. Fse replaced the cart with the backplane cable assembly; this did not solve the issue. Contacted the escalation team about the issue. Fse is on-site to replace the backplane and ac with the backplane board. Functional testing passed. Unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received a safety disk, with a reported of ¿not charging battery in slot 2. Helium leak¿. Performed visual inspection of safety disk per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed the safety disk into the cardiosave test fixture serial number. Performed and tested in accordance with the cardiosave service manual rev r. Found that all functions were normal. The tests (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2. Helium leak¿. Retaining the safety disk in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received a pressure regulator with a reported of ¿not charging battery in slot 2/helium leak¿ performed visual inspection of the pressure regulator per the cardiosave service manual part rev r and found no visual damage and the part looks to be in fair condition. Installed the pressure regulator into the cardiosave test fixture serial for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual part rev r, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿not charging battery in slot 2/helium leak¿ (drop more than 20 psi in the 5 minutes). The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿impossible to difine¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received and inspect a helium tubing assy helium and observed a pinch/cut in the tubing connector (see pictures). No further test can be done due to the pinch/cut connector helium leakage. Retaining the helium tubing assy helium in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿impossible to difine¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received a tubing assembly helium multiple, with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of the tubing assembly helium multiple per the cardiosave service manual part number rev r and found no visual damage and the part is seen in good condition. Installed into the cardiosave test fixture serial number for testing. Performed and tested in accordance with the service manual part number rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The test (10 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the tubing assembly helium multiple in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received and inspect a power supply, and observed that the power supply is old version and cannot be tested and also not compatible with the iabp¿s in the lab (see pictures). No further test can be done. Part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the power supply in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received a pcba pwr slot interface with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of pcba pwr slot interface per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number. Performed and tested in accordance with the cardiosave service manual rev r. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Sending the pcba pwr slot interface to the supplier for failure analysis as per revision ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received an ac power from cart to back plane with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of the ac power from cart to back plane per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number. Performed and tested in accordance with the cardiosave service manual rev r. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the ac power from cart to back plane in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received a fitting quick disconnect valve, with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of the fitting quick disconnect valve per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number. Performed and tested in accordance with the cardiosave service manual rev r. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the fitting quick disconnect valve in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received a high pressure union, with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of the high pressure union per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number. Performed and tested in accordance with the cardiosave service manual rev r. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. Retaining the high pressure union in the failure analysis and testing department per procedure rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received a power management board with a reported of the ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of the power management board per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture s/n for testing of the reported problem. Performed and tested the system (45 minutes) in accordance with procedure number rev e and the cardiosave service manual rev r in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per procedure rev ap. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received an executive processor board with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of executive processor board per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number for testing. Performed and tested in accordance with procedure rev e and the cardiosave service manual rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (2 hours) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. The executive processor board will not be going to supplier. As the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Retaining the executive processor board in the failure analysis and testing department per procedure rev ap. The final investigation has been completed. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received an executive processor board with a reported of ¿not charging battery in slot 2/helium leak¿. Performed visual inspection of executive processor board per the cardiosave service manual rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture serial number for testing. Performed and tested in accordance with procedure rev e and the cardiosave service manual rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (2 hours) did not trigger the reported problem of ¿not charging battery in slot 2/helium leak¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the executive processor board to the supplier per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The fat dept received part from the supplier. The supplier evaluation states that conducted fct, resulting in fail (ping 10.30.43.34 fail test). Replaced components t3 and u58. Retested with hi-pot, fct, and manual tests, all of which passed. The fat dept will retain this part. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.